Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected. The filter was observed to be wetted out. The reported complaint of a leak could be confirmed. The probable root cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 12/11/2025.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 272 cm and it was reported that during the administration of linezolid, there was a complete leakage of the medication through the air-chamber valve, preventing administration to the patient. There was no harm reported.